Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) resulting from long charge times. It was questioned whether this was appropriate or if the device should have declared end of life (eol) due to a charge time of 29 seconds. Boston scientific technical services (ts) reviewed including charge times and monitoring voltage of the device. Ts explained eri was declared as the charge time, while longer than expected, was less than the eol charge time threshold for the reported battery voltage. A revision procedure was performed wherein the device was explanted and replaced and a new right ventricular (rv) pace/sense lead was implanted due to low sensing amplitude. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.